Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and the contact believed that the pump delivered the second extended bolus on its own. Review of pump data logbook showed that the pump had delivered the accurate dosage during the requested time frame. The customer reported blood glucose level was 56 mg/dl, which was addressed by consuming grape juice and a glucema carb smart drink.